Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a user¿s ilet displayed alert 38 indicating a consecutive motor stall and the pump became nonfunctional, after which a replacement ilet was arranged and the user was instructed on shutdown, return, setup, and continued cgm use. Symptoms included no reported changes in blood glucose. Outcomes included no injury and continued therapy after replacement. Investigation included review of device history via serial number confirmation, user interview, and troubleshooting with education on shutdown and setup. The complaint was confirmed in the logs and duplicated. Troubleshooting then determined that the cause of the motor stall was an improperly installed gear frame which had come loose.